Event description:
The jarit sales rep reported on behalf of the user facility the following incident. The table clamp is not securing to the rail on the or bed. As a result, the rest of the retractor system is not steady/stable after set up and during surgical procedures. An in-service was preformed on how to attach the table clamp on to the rail. The user facility has requested a replacement, because the issue has persisted. No pt injury has been reported.

Manufacturer narrative:
Integra lifesciences corp is filing on behalf of the initial distributor.